Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient reportedly had a seizure due to a low bg; however, the cgm showed 7.2 mmol/l and never displayed low. No bg was reported to have been checked at this time. The patient¿s father gave the patient soda after the seizure and called emergency medical services (ems). When the paramedics arrived and took a fingerstick bg, it matched the previous dexcom reading at 7.2 mmol/l. The patient was taken to the emergency room (ER), but the parent stated that no medications were given and only a blood test was taken. At the hospital, the dexcom cgm was reading 16.5 mmol/l and the fingerstick bg was 12.5 mg/dl. The patient was discharged from the hospital after 4 hours. At the time of the report the patent had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.